Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: dilatation catheter: 1.5 x 15 mm. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection, as listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a relationship between the reported patient effects and the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral access site, the procedure was to treat a heavily tortuous, heavily calcified, de novo lesion in the proximal left anterior descending (lad) artery. Predilatation was performed with a 1.5 x 15 mm balloon catheter. A xience xpedition 3.0 x 48 mm was deployed and an edge dissection was observed. Another xience xpedition was used to cover the dissection. There was no reported clinically significant delay in the procedure. There was no interaction of devices. There was no adverse patient effect. No device or other/procedural issues were noted. No additional information was provided.